Event description:
It was reported that a patient received a persona tibia component and tm patellla on (B)(6)2014, and the persona tibia component was revised due to pain/loosening on (B)(6)2015. There is no indication that the tm patella was revised. Note that the persona tibia is of zimmer warsaw design control and the tim patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates tht it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.